Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed from the leg. The patient's blood glucose level rose to 9.5 mmol/l (171 mg/dl). The pod was not worn.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported needle mechanism failure.